Event description:
Customer reported the leg extension is hard to remove. System operates as intended.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.